Event description:
Patient was heard calling out for help. Nurse went in and was informed by patient that the lower end of the hill-rom mattress had suddenly deflated and caused patient to slip forward on the bed.